Event description:
Staff nurse was discontinuing hemodialysis cannulation needles after completed treatment. "P.p.e.s" were used including exam gloves after needles were pulled and sites held manually by nurse, blood was noted inside (nurses right index finger) glove. Small hole noted in glove. This particular pt was hepatitis c positive. Two other nurses had similar incidents. One with blood, another with water at sink.